Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that another cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.